Event description:
It was reported the atw35 was used during an unk procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components was fully functional and confirming to design specifications. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.